Event description:
On 10/20/93 at 15:35 patient was taken to the o.r. Where a discectomy of l3 & 4, and l4 & 5 was performed using a laminectomy tray provided to the hospital by the manufacturer. The physician placed the cushing (pituitary) ronguer into the disc space. Bottom jaw of instrument broke off into the disc space. Incision enlarged and broken piece retrieved. Surgery proceeded without adverse effect to the patient.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.